Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of 535 mg/dl at the time of the incident. The customer was at 434 mg/dl at the time of the call. The customer used manual injections to treat. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The pump had a blank display after a battery change which caused the high. Troubleshooting was completed and the customer will monitor the pump. The insulin pump will not be returned for analysis. Frn-model unknown ¿ reservoir.